Event description:
Cup was implanted 60 degree.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specification but rather was initially implanted with positioning not optimum for this pt. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.